Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. G7 wearable was evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The parent contacted technical support (ts) on (B)(6) 2024, late at night to report a detached sensor wire. After insertion, the area hurt more than usual, and her arm ¿felt weird,¿ the patient explained the irritation felt like the sensor wire was in a muscle. Upon removal there was no filament (sensor wire) attached to the pod. The parent did not feel the wire when she touched the skin surface with her finger, but the patient felt it. On (B)(6) 2024, prior to the call with ts, the parent had called the healthcare provider (hcp) nurse line who suggested the patient go to the emergency room (ER) to have it removed. On (B)(6) 2024 the parent called to ask for sensor replacement and provided additional details of the (B)(6) 2024 event. At the ER, although the hcp made an incision to remove the wire, the wire was not located. The ER visit date and the local anesthetic were not specified. On (B)(6) 2024 during a call about a different event, a 2nd detached/missing sensor wire and patch issues was documented, the parent indicated at the time of the first event (this issue), a diagnostic x-ray was also performed at the ER. On (B)(6) 2024, the parent reported a 3rd detached/missing sensor wire and other events documented; inaccuracy, wearable failure, and calibration issue. On (B)(6) 2024 the parent reported a 4th instance of detached/missing sensor wire and wearable failure. In a follow up conversation on 10/11/2024 about the 4th issue with the detached/missing wire, the parent also clarified the patient¿s current condition for the first event (this issue). Although the child had raised a red bump on the skin surface where the hcp had made the incision (captured in this report), the area had healed, and the child felt fine. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.